Event description:
Same case as MFR report # 6000093-2005-00908. During a pci / stenting treatment procedure, deflation difficulties were encountered with the maverick2 monorail 15x2.5 mm balloon after the second inflation to 15 atms for 21 seconds. The first inflation was to six atms for 12 seconds. The patient presented to the hospital five days after a taxus stent had been placed to treat a lesion in the mid left anterior descending coronary artery (lad). He was taken to the cath lab with nitroglycerin infusing at 15ml/hr for this procedure. The lesion being treated was a heavily calcified, 50% in-stent restenotic lesion in the mid lad. The physician used a 6 fr introducer sheath in a right femoral vascular access site, a runway guide catheter and a whisper guide wire to cross the lesion. The nitroglycerin was stopped, an IV angiomax drip and an IV neosynephrine drip were started. Attempts to deflate the maverick2 monorail balloon with the indeflator and then a 20 cc syringe were unsuccessful. The maverick2 monorail balloon was still inflated when removed from the patient. A voyager 15x2.5 mm balloon was advanced and inflated seven times to pressures ranging from 3-16 atms for 7-21 seconds. Then, a quantum 8x3.0 mm balloon was advanced and inflated five time to pressures ranging from 6-12 atms for 8-20 seconds. A taxus 3.0 x 12 mm stent was deployed at 14 atms for 25 seconds and the procedure was successfully completed. No patient injuries or complications have been reported.